Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that there was poor coupling and the patient couldn't get any bars. The patient said they were able to get bars once, but since has had difficulty. The patient had not yet been given instruction from their healthcare provider (hcp) to begin charging. The hcp had not yet assessed the incision site for healing, and the patient said the incision site was not totally healed. The patient scheduled an appointment with their hcp for the end of (B)(6). No symptoms or further complications were reported.